Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press, but still functional. Customer¿s blood glucose was between 70-160 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
Corrected data: h4. Additional info: h10: tandem received additional information from the customer stating that the wake button issue has persisted. Blood glucose was not impacted. Reportedly, customer continued to use the pump for insulin therapy. D10. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.